Event description:
Same case as: 2134265-2014-04290 and 2134265-2014-04489. It was reported that automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the unspecified lesion. During procedure, automatic pullback did not work. The procedure was completed with the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).